Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens was implanted into the patient's left eye (os). Reportedly, "her os eye is not as clear as the od eye." Also, "it was possible that it rotated."